Event description:
The customer confirmed there was maybe a 4-minute delay due to the change of camera head. They had to replace the damage camera head for other. The reported problem did not affected the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) was required as a result of the reported problem. No other devices were connected to the subject device. There were no death or injury including infection as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to the video function did not work properly due to faulty cable. However, the root cause of the event could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to faulty cable. Additional findings found the label had discolors on the gold ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that the 4k autoclavable camera head lost the image during a laparoscopy procedure. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information received through follow-up (ga23264303-4). Updated fields e1, e2, and e3.